Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a left atrial appendage closure (laac) procedure to treat atrial fibrillation (afib) and cerebrovascular accident (cva), while on direct oral anticoagulants (doac), a versacross connect laac was selected for use. During the procedure, transeptal puncture was completed and the versacross pigtail wire was advanced into the left inferior pulmonary vein (lipv). The watchman fxd double curve sheath was then advanced across the septum and into the left atrium (la). As the pigtail catheter was seen coming out of the watchman access sheath (was), the screen on a non-boston scientific device started flickering. A clot was then noted by the physician on the pigtail catheter. An attempt was made to aspirate the clot, and simultaneously withdraw the pigtail catheter into the was, and pull the entire was back into the right atrium. The entire sheath and pigtail were removed out of the body. The object was seen on the pigtail catheter after flushing, it was similar to septal tissue and it was stated that it was a clot. Laa was confirmed clear of any debris. This procedure was completed successfully without any complications. The device will not be returned since it was disposed.